Event description:
It was reported that the patient had an adverse reaction to a pico dressing. It was reported significant periwound maceration occurred, in addition to epithelial skin loss beneath the pico dressing pad. It is noted the patient has previously experienced adverse reaction to 2 other pico dressings.